Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hypertension, hyperlipidemia, peripheral vascular disease, obesity, myocardial infarctions, previous cardiac intervention, and a family history of coronary artery disease. The target lesion was the ostial to mid rca. Pre-procedure stenosis was 95% and lesion length was 27mm. The lesion was pre-dilated. A cypher 3.5 x 28mm stent was attempted but could not cross the lesion. The lesion was dilated again and the stent still could not cross the lesion. The stent was exchanged for a 3.5 x 13mm cypher stent. The 2nd cypher was attempted and could not cross the lesion. The lesion was dilated again and the stent was attempted 2 more times. An abbot xience stent was used to treat the lesion. Post-dilation was conducted and the 3.5 x 13 cypher was attempted again. Per the study coordinator, a dissection occurred in the ostial rca during the attempt to cross the 3.5 x 13 cypher. An abbott xience 3.5 x 18mm stent was used to treat the lesion.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery dissection is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that vessel/lesion characteristics (ostial and heavily calcified) and/or procedural factors (multiple pre-dilations) may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore not corrective action is required.